Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Device not returned.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive. Subsequently, multiple malfunction alarms occurred. Reportedly, the pump had been dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 145 mg/dl.